Manufacturer narrative:
Further investigation is ongoing and results will be provided by a final report.

Event description:
Customer reported damage to the sky lamp during cleaning. The lamp detached from the joint and caused damage to the ceiling and floor. No harm or injury to patient or caregiver was reported this report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "light detached from joint" could confirmed during the inspection. According to the inspection, the screw which secures the sleeve was missing. Following this, the sleeve was obviously unintentionally pushed upwards while the light was being cleaned, causing the locking segment to slip out of the groove and the light head fell down. The sleeve can only be moved if the screw to secure the sleeve against movement was forgotten to be installed or was removed without authorization. According to the service history review the last maintenance was carried out in april 2024. The screw was probably forgotten during this maintenance or was installed incorrectly. A further unauthorized manipulation of the screw can also not be ruled out but is unlikely. The affected parts were exchanged and the device is working as intended. Based on this, no further actions are required.

Event description:
Customer reported damage to the sky lamp during cleaning. The lamp detached from the joint and caused damage to the ceiling and floor. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint #(B)(4).